Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he had a low blood glucose of 50 mg/dl. Customer's current blood glucose was 102 mg/dl. Customer has treated with food. Customer reported that he had cold sweats and his blood glucose went from 50 mg/dl to 73 mg/dl within 15 minutes. Customer stated that he believes that his blood glucose was 50 mg/dl. Customer stated that the pump says that it has given him 62.7 units since midnight. Customer was loading up his boat when he started feeling funny. Customer stated that the drive support cap appears normal. Customer's programming was reviewed and he stated that the readings area was correct. Customer was advised to speak to his health care professional regarding the low blood glucose. Customer was advised to monitor the pump.